Event description:
Clinic notes dated (B)(6) 2013 were received for the patient¿s referral for generator replacement. The patient reported that she was having more seizures than normal at this time. The patient reported it was because she is ¿not allowed to have her magnet.¿ "patient states that she has not had any seizures but still complains of myoclonic jerking events / seizures." The physician reported that the patient would be referred for generator replacement because the generator was ¿so old now.¿ since the patient was still having myoclonus versus seizures, the patient¿s anti-seizure medication was increased. Follow-up with the physician¿s office revealed that the physician does not know the relationship of the increased seizures to vns for sure. The increased seizures were believed to possibly be related to the battery life "as old as the generator is at this point, it is certainly possible that the seizures are related to vns." In response to the increase seizures, the patient's medications were increased. The relationship of the increase in seizure frequency to pre-vns baseline levels is unknown, as the patient was not treated by this physician at the time of vns implant, so they were unable to assess the relationship. Diagnostics are within normal limits. Although surgery is likely, it has not occurred to date.